Event description:
The user facility reported a 59-year-old male post operative left ventricular assist device (lvad) was implanted with an impella rp flex device for mechanical circulatory support. It was reported that the patient developed hemolysis and the pump displayed high purge pressure alarms. The position of the pump was checked, and tissue plasminogen activator was infused. A thrombus was suspected and therefore, the impella rp flex was removed. The patient was reported to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The device was returned for investigation. Per the product investigation, data logs and clinical information provided, the root cause of the hemolysis issue was biomaterial found around the impeller blades. The root cause of the high purge pressure issue was biomaterial. Found on the impeller and in the inflow of the pump. The root cause of the low pump flow issue was biomaterial found in the inflow cage and around impeller. Section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.